Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred while in the op (operation room) during insertion. Indication for use weaning pt from heart lung machine. When the surgeon attempted to insert the intra-aortic balloon (iab) through the sheath via femoral artery it became stuck. As a result, the iab and sheath were removed and the spring wire guide (swg) was left in place. Another iab was inserted through the sheath via the same insertion site successfully. According to the perfusionist they used saline to wetten the iab and they did vacuum the iab before taking it out of the tray. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an unk time of delay or interruption in therapy with no harm to the pt. The pt outcome was the pt was transferred to the intensive care unit.